Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous left posterior tibial artery. After a non-bsc guide wire was used to cross the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to dilate the lesion. Upon first inflation for 30 seconds at 14 atmospheres, the balloon ruptured. The balloon was completely removed from the patient. There was no kink prior to use and no resistance during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with a carrier tube (hoop). There was blood in the inflation lumen and balloon. The balloon was loosely folded. The shaft and balloon were microscopically examined and a 2mm longitudinal tear at the distal end of the balloon was revealed. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damaged tip or balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous left posterior tibial artery. After a non-bsc guide wire was used to cross the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. Upon first inflation for 30 seconds at 14 atmospheres, the balloon ruptured. The balloon was completely removed from the patient. There was no kink prior to use and no resistance during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.